Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels (261mg/dl) all week, despite multiple site changes. Elevated bgs were addressed by administering manual injections. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding changes to site and personal profile settings.